Event description:
A report was received that a patient's precision system was explanted. The patient was very thin and his ipg was protruding from his skin. The patient has been receiving adequate stimulation. The patient is reportedly doing fine.